Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer has generated false negative rubella igg results on a patient sample. (B)(6), hbsag, rubella igg, anti-hcv and syphilis and all of the tests went into "exception" except for the rubella igg which generated a negative result of 0.0 iu/ml. The lab technician later noted that the tube was aligned incorrectly in the sample rack. The sample was retested for rubella in duplicate and the results were 28.8 and 29.4 iu/ml. There was no adverse impact to patient management reported.